Event description:
An aneurx bifurcated stent graft and its components were inserted for the treatment of an abdominal aortic aneurysm in pt on an unknown date. Aneurysm sizing and vessel morphology are unknown. It is reported that the pt was converted to open surgical repair and the stent graft was explanted secondary to a contained ruptured aneursym in june of 2001. It is reported that the explant procedure showed no evidence of infection, no presence of thrombosis, no hyperplasia, and no psuedoaneurysm. There was "weak" attachment of the proximal portion of the stent graft. The attachment of the mid body, left leg, and right leg of the stent graft were "average". The tissue incorporation of the proximal neck, aortic body, left iliac and right iliac was "moderate" with "some" visible hematoma noted. It is reported that the pt is alive. The explanted stent graft is pending receipt by medtronic ave for investigation and analysis.

Event description:
Further info received by medtronic ave indicates that the device catalog number is yrbr286165 and the lot number is m976878. It was reported that per a retrospecitive review of the 2-year follow-up CT scan by the treating physician, a caudal migration of the proximal end of the stent graft was noted with no sign of endoleak or abdominal aortic aneurysm enlargement. Analysis of the returned explanted stent graft received by medtronic ave concluded that the cause for the contained rupture cannot be determined with the limited anatomical, implant procedure and follow-up info available. The weak proximal attachment noted by the explanting physician and the caudal migration noted on the 2-year CT scan, may have caused a proximal type I endoleak which may have pressurized the aneurysmal sac, leading to a contained rupture.